Manufacturer narrative:
Visual inspection found the lens optic torn or cut nearly in half and one haptic torn off and missing. The delivery device was not returned. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
The surgeon reports that when attempting to implant the akreos ao60g intraocular lens the leading haptic tore. Subsequently the incision was enlarged and the iol was removed.